Event description:
A patient who had been implanted with the charite artificial disc. The documents sent to depuy spine provides few details but states that the patient continued to experience pain after the implant of the device.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the reported event and any shortcomings of the device or information provided with the device.